Event description:
Customer reported the device alarmed no delivery. Customer's blood glucose was 190 mg/dl. Troubleshooting was performed. Customer was advised to do a fixed prime, insulin exited very slowly. Customer was advised to disconnect and reconnect the reservoir and tubing. Pushed insulin with the plunger and insulin did exit. Customer was advised to run manual prime, insulin exit. Customer was advised the insulin pump was working as designed and it might have been a possible occlusion infusion set or reservoir. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.